Event description:
Distal portion of drill bit broke off in the bone and was not able to be retrieved without further bone damage. Doctor elected to leave the drill bit in the bone rather than cause additional damage trying to remove the bit.